Event description:
It was reported that the patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the set screw backed out. No further details are known at this time.

Manufacturer narrative:
Product event summary (B)(6). It was reported that the screw backed out post-operatively. No additional information has been provided. No patient injuries were reported at this time. History: unknown injury: unknown intervention required: not specified patient outcome: alive - no injury neither device nor applicable imaging studies were returned for evaluation. We are unable to determine the cause of the event. No corrective action is possible based on the current data. We will continue to monitor for trends as more definitive data is collected. A review of all documents included in the DHR was not possible since no lot number was provided. If at a later date more information becomes available, this investigation will be updated. A query of the entire complaint history of this 'unknown solera screw' was conducted on (B)(4) 2013, with the date range of (B)(4) 2011 to (B)(4) 2013 which did not identify any additional information to this investigation. No further action is required at this time - this investigation is considered closed. Criteria not met for escalation based on decision box 2. Additional information/x-rays (B)(4) 2014: indication: degenerative lumbar scoliosis, multisegmental osteochondrosis and spinal stenosis l2-s1 preop xray: (B)(6) 2013 surgery: posterolateral fusion th12-s1, spinal decompression l1-s1, plif l4/5 and l5/s1 surgery date: (B)(6) 2013 postop xray: (B)(6) 2013 complication: screw loosening th12 and s1 (both), consecutive dislocation of the cage l5/s1 preop xray: (B)(6) 2013 revision: removal of the cage l5/s1, re-plif l5/s1 (right) with rhbmpii and partial cement augmented refusion th12-s1 revision date: (B)(6) 2013 postop xray: (B)(6) 2013 mb, (B)(6) 1949 preop lumbar films show likely osteoporosis, degenerative disc disease and mild scoliosis worst at l4 due to disc collapse. Construct is placed from t12 to s1 with interbody support at l4 and l5. Construct appears in good position. Lateral view subsequently shows migration of the l5 interbody spacer ventrally. Reported loosening of the t12 and s1 screws are noted. Here again the construct is stopped at the thoracolumbar junction making failure of bone/implant interface a significant risk. The lumbosacral articulation is always at risk in longer constructs with osteoporotic patients. It appears that the bone holding the s1 screws gave way, allowing considerable movement at l5 and migration of the cage. Consideration for iliac screws and stopping at l2 or l3 could have possibly avoided these complications. (B)(6).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.